Manufacturer narrative:
Retainer ring: black. Pump passed displacement test. Pump downloaded properly using thus. Pump error 63 alarm (variableinfo=3) confirmed in the pump history and during self test due to broken trace at u1 keypad assembly. Pump received with pillowing keypad overlay. Test reservoir/pcap lock properly inside the reservoir tube. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm. Customer stated that they were able to clear the alarm and able to rewind. Customer stated that the pump error occur again while performing self test. No harm requiring medical intervention was reported. The insulin pump will be returned for the analysis.